Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a gastric sleeve the needle fell out of the device. The needle was retrieved with forceps. A new device was opened to continue the case.